Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right capsular contracture; baker grade unknown. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 75-year-old caucasian female patient underwent primary breast augmentation with 320cc mentor memorygel breast implant and experienced breast implant rupture on her left side postoperatively. As a result, the patient underwent removal only surgery on (B)(6) 2026. Per clarification received on (B)(6) 2026, mentor became aware that the right-side device is becoming firmer and more contracted. No issue was reported on the left side. This medwatch report is for the patient¿s right-sided device.